Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and the delivery system was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed.

Event description:
As reported through the article titled, "outcomes following aneurysmal coil embolization with intentionally shortened low-profile visible intraluminal support stent deployment" during a retrospective review of patient's with intracranial unruptured aneurysms who were treated with lvis stent-assisted coil embolization from february 2016-january 2019, it was found that at during the follow up period (mean 28.9+13.7 months) two (2) patient's in the shortening group and nine (9) patient's in the non-shortening group presented with class iiia aneurysms. Those pertaining to the shortening group had an lvis stent that had been intentionally shortened (distance between the tantalum wires was less than 1.7mm on the aneurysmal orifice surface) during deployment.